Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported the customer¿s freestyle libre sensors obtained a ¿false reading¿ that was below 40 mg/dl and when the customer tried to scan again an unspecified sensor error message was received. A comparative reading of 140 mg/dl was obtained on an unspecified meter and no further information was provided. There was no information to indicate that there was an adverse event due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.